Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). The customer reported a system message displayed during surgery. The case was delayed. Additional info received from the company service representative stated he was onsite an hour after the customer called for service. The customer was running one operating room instead of the two usual operating rooms. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the system message reported. The footswitch cable was replaced. The customer needed the system for surgery immediately and the system was not tested per the service test procedure. The company service representative remained onsite and observed the first case to verify the proper function of the system. No further problems were noted. The footswitch cable has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).